Event description:
The micro drill long straight attachment was sent in for eval because it was overheating during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Severe internal corrosion of the device was identified as the probable cause of the overheating reported.